Event description:
It was reported that the pt went to the clinic, in 2003, claiming that their left ear implant was not working, (the pt is bilaterally implanted). Testing was carried out and it was confirmed that the device was not longer functioning.